Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in another country. The following dates are estimated. Only the month/year is known: explant date.

Event description:
Allegedly, revised due to positioning problem.